Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition, embolization and paravalvular leak (pv) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the cause for the malposition cannot be confirmed but may be related to patient factors (tetralogy of fallot, homograft) and procedural factors (device manipulation). The cause of the ¿severe pvl¿ post first valve implantation was due to the valve implanted in the incorrect location (larger diameter), then the intended homograft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure in the pulmonic position, the valve was inadvertently deployed in the right pulmonary artery, resulting in severe pvl. A second valve was successfully deployed. The plan was to deploy a 23mm sapien xt in a pulmonary homograft. The homograft was prepared with an unmounted palmaz 4010 stent mounted on a bib balloon 22mmx4.5cm; the recoiled diameter was 21mm. Following pre-stenting the 23 sapien xt was advanced and when inflated the system "jumped forward" as it was being inflated and implanted inadvertently in the proximal right pulmonary artery. The patient had severe paravalvular leak (pvl). The valve was deployed in the right pulmonary artery but the distal dimensions of the rpa were larger than that of the valve. A 25mm x 4cm zmed ii balloon was passed to the sapien xt valve and inflated in an effort to capture and move the valve proximally to the rpa ostium and was anchored successfully. A decision was made to deploy a 26mm sapien xt valve. The second valve was deployed appropriately in the pulmonary homograft. The patient left in stable condition.

Manufacturer narrative:
The patient¿s valve remains implanted and was therefore not returned to edwards for evaluation.   Per the instructions for use (IFU), valve malposition, embolization and paravalvular leak (pv) are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.   The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the patient¿s anatomy, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.   Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  The patient screening manual instructs the operator on proper anatomy assessment, including the use of echo, aortogram and CT to appropriately measure the pulmonary artery landing zone and content and/or distribution of calcium present.  Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed.    The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the cause for the malposition cannot be confirmed but may be related to patient factors (tetralogy of fallot, homograft) and procedural factors (device manipulation).  The cause of the ¿severe pvl¿ post first valve implantation was due to the valve implanted in the incorrect location (larger diameter), then the intended homograft. The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
During a transfemoral pulmonic replacement procedure, the 23mm sapien xt valve was inadvertently deployed in the right pulmonary artery, resulting in severe pvl.  A second valve was successfully deployed.   The plan was to deploy a 23mm sapien xt in a pulmonary homograft.  The homograft was prepared with an unmounted palmaz 4010 stent mounted on a bib balloon 22mmx4.5cm; the recoiled diameter was 21mm.  Following pre-stenting the 23 sapien xt was advanced and when inflated the system "jumped forward" as it was being inflated and implanted inadvertently in the proximal right pulmonary artery.  The patient had severe paravalvular leak (pvl). The valve was deployed in the right pulmonary artery but the distal dimensions of the rpa were larger than that of the valve.  A 25mm x 4cm zmed ii balloon was passed to the sapien xt valve and inflated in an effort to capture and move the valve proximally to the rpa ostium and was anchored successfully. A decision was made to deploy a 26mm sapien xt valve. The second valve was deployed appropriately in the pulmonary homograft.  The patient left in stable condition.